Event description:
A customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc), during refilling the heater. The registered nurse (rn) stated that initially a heater bag of a small size was used on the heater plate. Mid-way through the therapy, the rn disconnected the heater bag and hooked up a new bag. The technical service representative (tsr) informed the rn that the set was compromised and advised her to set up with all new supplies. The rn would set up with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up, baxter product surveillance contacted the rn and the rn stated that they ran out solution originally, which led to the alarm. The rn stated the bag connected was a smaller volume and that's why they ran out of solution. They rn stated they called the patient's peritoneal dialysis registered nurse (pd rn), before calling into baxter, and the pd rn suggested they just add another bag. The rn stated this did not work, so they called baxter and had to start over with new supplies. They stated the patient has been doing fine and has not had any further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. However, the problem was confirmed based on the customer's reported user error. The root cause could not be determined, as no sample was available for evaluation. The label review found the labeling adequate for the use error in this complaint.